Manufacturer narrative:
Veeva case: (B)(4).

Event description:
Because I was going to take a pill and I confused it with a glass of water.,so. It was an accident [accidental device ingestion], my stomach still hurts [stomach pain]. Case description: on (B)(6) 2025 a spontaneous case was reported in spain by a patient via call center representative (phone). The report concerns a 31-year-old, adult male consumer. The consumer received corega bio-active oxygen (napc+potm+taed tablet) lot number hr3a, expiry date 2025-09-30 for indication product used for unknown indication. No concomitant medications were reported. On an unknown date, after an unknown time of starting corega bio-active oxygen, the consumer experienced a serious medically significant condition, because I was going to take a pill and I confused it with a glass of water, so. It was an accident (preferred term: accidental device ingestion). On an unknown date, the consumer experienced a non-serious event, my stomach still hurts, (preferred term: abdominal pain upper). The outcome of the event accidental device ingestion was unknown. The outcome of the event abdominal pain upper was not recovered/not resolved/ongoing. No medical history was reported. No drug history was reported. The action taken with corega bio-active oxygen was unknown. Dechallenge was unknown and rechallenge was not applicable. Causality of the event accidental device ingestion and abdominal pain upper were not reported/not assessable to the suspect corega bio-active oxygen. This report is made by haleon without prejudice and does not imply any admission or liability for the incident or its consequences. The reporter provided the following comment: "yes, the product- the product I ingested has been from because I was going to take a pill and I confused it with a glass of water. Yes, it's been 12-15 hours and my stomach still hurts, so. It was an accident. Of course, as the box says in case of ingestion call an information center.I need to know: - ingredients in this product, - possible adverse effects. The suspect product was reported as corega bio-active oxygen effervescent tablets 108ct".